Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2013. Subsequently, the femoral component became loose and slipped distally during an evaluation and manipulation during post op rehab. The patient was revised on (B)(6) 2013, due to the loosening of the femoral component. The revision invoice suggests all components were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity.¿